Event description:
Procedure: urological. Patient sex: unk. Reportedly, during use it was confirmed that the seal had broken and is missing. It was found in the patient cavity at the end of procedure and retrieved.